Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022, the patient went to the hospital because the inr result at home was low. The first result from the meter at home was 1.5 inr. The result from the laboratory, 15 minutes later was 2.2 inr. The second result from the meter at home after 15 minutes was 1.4 inr. The patient's therapeutic range is 2.1-2.3 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation and a replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."